Event description:
This case involves a female (age nos) who received 3 treatments over a year ago (nos). The pt wrote the physician that about 2 months ago (2009), she "started feeling and then noticing that at every injection site, it has formed hard small balls." At first, that did not concern the pt as it was well under the skin and she "thought it still was working puffing out the skin from below." About a month ago, she started noticing that the hard bumps were surfacing and in fact were becoming noticeable on the outside of her skin, "like my body is trying to reject what ever was injected." She "thought it would just absorb but it does not appear to be doing so." She never had any hardening at all for a year but is all over her face now. The pt is "getting concerned as it is starting to become noticeable." A pharmaceutical technical complaint has been initiated.

Manufacturer narrative:
Qc performed.